Event description:
Additional information was received from the patient. They reported that they had to change from a to b and then b to c, this is their second time around doing all this and it might be okay for a day and and then it gets worse. Patient recharged it last night and nothing has happened. Patient is going to be trying to do b and see what happens.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the patient (pt) experienced a loss of stimulation. Impedances were checked, and multiple contacts had impedances of 40,000 ohms do not use.  The rep performed reprogramming using electrodes with normal impedance values.  The cause was not identified.  Patient weight was asked, but was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.